Event description:
It was reported that the customer experienced high blood glucose over 400mg/dl. The mother stated that the insulin pump was dropped and there is a crack next to the end cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, cracked end cap, cracked lcd display window corners, scratched lcd window, and cracked battery tube threads.